Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6)2014, resulting in patient experiencing a low. Patient relayed husband had to call paramedics on (B)(6) 2014 due to patient's blood sugar at a low of 21. Patient stated not having audio output from the receiver which would have alerted that trending was low. Patient did state the vibrate alert was working, but patient did not hear it. Patient spent a few hours at the hospital until patient's blood sugar was normalized. Patient was released from hospital on the same date with no injuries or further medical intervention reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4).